Event description:
Response 1: the report indicates that the event was attributable to user error. The device functioned properly. No testing was warranted. Furthermore, no sample was received for analysis. Response 2: the customer attributed the event to user error. The customer asked that color coding of intravenous and oxygen tubing be considered.